Event description:
Customer reported a blank display on the insulin pump. Customer stated that the insulin pump also alarmed for a failed battery test. The blood glucose reading was 99 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.